Manufacturer narrative:
On (B)(6) 2019, it was noticed that the patient's device was ruptured prior to operation. No patient consequences or procedure delays were reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported a 300cc mentor memorygel breast implant being used for an unspecified breast surgery ruptured intraoperatively. As a result, the device was replaced with a like device, and the procedure was completed. No patient consequences or procedure delays were reported.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, it was received without packaging and with an area of missing material measuring approximately 1 cm x 2 cm within a tear measuring 5 cm approx located in the posterior aspect. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The device should be tested for patency and shell integrity immediately prior to use. This can be accomplished by gently manipulating the prosthesis with hand and fingers, while carefully examining for rupture or leakage sites. It is advisable to prevent using excessive stress to the implant during testing, to avoid the risk of damage to the implant. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The measurements indicate the implant met the specifications, however complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).